Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 15mar2021.

Event description:
The customer reported that the device battery depleted fast. The customer reported there was no patient involvement at the time the issue was discovered. The product service engineer (pse) confirmed the reported problem. The pse replaced and installed a lithium-ion battery to resolve the reported issue. The unit passed required performance verification tests per philips standards.

Manufacturer narrative:
G4:01apr2021. B4:06apr2021. Additional information was received indicating that the reported issue was discovered when the unit was at a service center for preventive field change order service. Additionally, it was found that the battery's manufacture date was september 2013, indicating that the battery was 8 years old and past its life expectancy. The v60 service and user manual note that the battery replacement frequency should be every 5 years based on the date of manufacture. Based on this information, it has been concluded that this is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.